Event description:
It was reported that caller experienced occlusion alarms, including alarm 2 and alarm 264, and blockage was identified in cartridge while using novorapid insulin. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to disconnect and test tubing and pigtail with bolus deliveries, then changed supplies as necessary and resumed insulin therapy, and no additional information was received regarding further outcomes.